Event description:
The customer reported that their device showed its service indicator and had an all white display upon boot up. A white screen upon boot up indicates a device lockup.there was no patient use associated with the reported failure.

Manufacturer narrative:
Physio-control replaced the system controller and user interface pcb assemblies and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio determined that the cause of the reported failure was due to a failure of an integrated circuit chip, designator u2 from the user interface pcb assembly.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure.physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.